Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery and cartridge compartments were both cracked at the threads area. The verify screen was dim and discolored. The ¿ok¿ button responded intermittently and contamination was found under all the button contacts. In addition, it was observed that the ¿up¿, ¿down¿ and ¿ok¿ button contacts were inverted. Unrelated to the casing and button issues, it was observed that the keypad cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery and cartridge compartments were both damaged, the display was dim/discolored, and the buttons had malfunctioned. This report is made based on results of investigation completed on (B)(4) 2014.